Event description:
This defibrillator (used as the second defib for this incident) was turned on in the AED mode, then was switched to the manual mode. Three shocks were attempted with this defibrillator via pads over 34 seconds and for each of these three shock attempts there was a corresponding "no shock delivered" message. The customer continued to attempt the delivery of enery and the last five shock attempts were delivered.